Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the unit had a jaw detachment failure. It was reported that the device broke during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The insulation tip of the jaw was broken by damage from an external force, consistent with the user inadvertently grasping onto a hard object or dropping of device resulting in chipping or cracking of the insulation. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals or damage to the instrument will occur. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, after a while of use, an attempt was made to separate the portion slightly distant from the tumor on the side of the uterus with the tip. There was a damage to the tip (a plastic part on the outside), and it was just barely attached, so a new device was created and the operation was completed without any problems. Medtronic's initial evaluation of the incident device found that the insulation tip of the jaw was broken by damage from an external force, consistent with the user inadvertently grasping onto a hard object or dropping of device resulting in chipping/cracking of the insulation. The IFU states: do not attempt to seal or cut over clips or staples as incomplete seals/damage to the instrument will occur.